Event description:
It was reported that the mi-1000 nexdrive was used to complete the left side vim, but the right side was not communicating with the microdrive digital display. The drive was rezeroed without success. The communicating cord on the nexdrive had become wet, but no other product issues were apparent. A back up drive was used to complete the surgery. The pt did not experience any adverse events and the surgery was completed successfully. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Results code = mi-1000 nexdrive.